Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline failed to open in the proximal section. Planned treatment of an aneurysm with ped3. Preparation as per instructions for use (IFU), but the backflush took longer then expected. Advancing the device through the phenom 27 without any problems, although the anatomy was very torous. Distal opening without problems. Proximal opening was not possible. After many attempts and manipulation decision to take this product out and use another one. The decision was then to use a ped3-027-400-25. This product could be placed without any issues and with good end result. The retrieved ped3-450-20 was then opened on the table in the angio suite and even then the proximal part did not open. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps to open the pipeline. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The patient was being treated for an unruptured, amorphous aneurysm in the left internal carotid artery (ica). The max diameter was 4mm and the neck diameter was 3mm. The distal landing zone was 3.5mm and the proximal landing zone was 4.1mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Post procedure tici 3. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline failure to open was unknown but it was noted that it was probably the combination of opening in a bend and too little material left in the micro catheter to get the device open. As they saw with the ped3-027-400-25 there was no problem to open in the bend, but there was something happening to the complaint device as it didn´t open promptly when releasing it outside the patient on a table.